Event description:
A malfunction alarm was reported with the code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on the blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, and they acknowledged and understood the instructions.